Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty with the ilet after performing a self-initiated factory reset, citing high blood glucose (bg) and inconsistent meal announcements. The highest blood glucose (bg) recorded was 279 mg/dl. The agent reviewed best practices for restarting the ilet and scheduled additional training. No symptoms, outside assistance, or medical intervention were reported. Blood glucose (bg) was corrected by allowing the ilet to deliver corrective insulin.